Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: a review of the black box showed that the data from the date of the complaint had been overwritten. At the time of testing the black box showed no evidence of unexplained power on reset events. No battery cap or cartridge caps were returned. All the testing was performed with test caps. The pump powered on with the test battery cap and it was able to be fully tightened. The rewind, load, and prime steps were performed successfully. The pump was exercised with a test battery cap for 24 hours and no reboot, loss of power, or call service alarms were duplicated. An intermittent power event was not duplicated during the investigation. The pump case was removed to find no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).